Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
New information received from the patient notes that the device was still shocking him when he arrived at the hospital. Patient states he was hospitalized several days following the replacement procedure. Patient still suffers ptsd-like symptoms due to the multiple shocks.

Event description:
It was reported that the patient presented in the hospital after receiving multiple inappropriate shocks. The device was found to be in backup vvi mode. The device and right ventricular lead were explanted and replaced.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to a power-on reset. The power-on reset occurred due to a high number of hv charges after the device reached a low battery voltage. The reported field event of inappropriate therapy was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the inappropriate therapy could not be determined.